Manufacturer narrative:
The model and diopter of the lens was provided, zlb00 25.5 diopter (no serial number provided). The date of implant was (B)(6) 2017. When asked about the lens being explanted the contact responded that no explant was done, the patient went to another clinic. There was no patient injury reported. The patient's date of birth, gender and affected eye (right eye) was provided. The patient had no known visual issues. As a result of the additional information provided, the following fields have been updated accordingly: age/date of birth: (B)(6). Gender/sex: male. Brand name: tecnis 1 multifocal, model zlb00, partial catalog number: zlboo. (B)(4). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing record was not reviewed since the serial number is unknown/ not provided. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during 2017. Brand name: unknown, as the serial number was not provided. Model number: unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. Catalog number: unknown, as the serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient was seen by the doctor on (B)(6) 2017, and did not have a successful outcome from an intraocular lens implant surgery. Therefore, the doctor would like to do a lens exchange and replace it with a model zlb00 lens. No additional information was provided.